Event description:
The hcp reported that when the pt was passing through a security gate at a library, her interstim device turned off and she experienced pain at the device site. No further information has been made available at this time by the hcp. The device was not explanted.